Event description:
User called to report a leak coming from beneath the sample loader of the analyzer, that leaked onto the floor and into the walkway. No one has been harmed and no discrepant or erroneous pt results were generated due to the leak.

Manufacturer narrative:
The field service rep determined the cause to be a hole in the detergent line to rinse head, and replaced detergent line to rinse head. Performed mechanical checks to verify no further leaks.